Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple users were unable to log into pyxis system. A technical support specialist confirmed that pyxis stations connect to the pyxis server, which then communicates with the hospital¿s active directory (ad) server to authenticate users. Based on the logs, three user accounts appeared to be locked on the hospital ad side. To resolve, the users should reset their passwords or request hospital it to manually unlock their accounts. It was confirmed that the three users were not locally locked on the pyxis server. Per knowledge article (medstation es ¿ ad users cannot login with reason accountalreadylocked ¿ user is not valid - invalid extension grant), this version of the system still checks ad for both flags (lockedout and accountlockouttime) to determine if an account is locked. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple nurses were unable to access pyxis with their accounts. The customer checked the pyxis server, and all access appeared to be normal. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.